Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately five years and ten months post filter deployment, patient presented with abdominal pain. Subsequent CT revealed, superior extent of ivc filter at l2-l3 disc and inferior extent at superior l4 vertebral body. A total of six prongs had perforated through the ivc with maximum distance of 3.47mm. In coronal images 1.10-degree tilt right to left and sagittal images 3.03-degree tilt posterior anterior. Therefore, the investigation is confirmed for the perforation of the ivc. However, the investigation is unconfirmed for the filter tilt as the medical states, "coronal images 1.10-degree tilt right to left and sagittal images 3.03-degree tilt posterior anterior¿.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc and six struts perforated through the ivc wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.